Event description:
It was reported while powered on, a pump will power off then power back on without user input.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. The eval confirmed that while operating on power supplied from a battery module only, the device is able to power on without user input, enter sleep mode and shutdown without user input. Further eval found that this was caused by a shorted back flex.